Event description:
It was reported that after balloon dilatation of the lesion, the physician advanced the stent delivery system along the guidewire. The stent deployed in the guide catheter. There was no clinical consequence to the patient.

Event description:
It was reported that after balloon dilatation of the lesion, the physician advanced the stent delivery system along the guidewire. The stent deployed in the guide catheter. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual analysis of the returned device noted that the inner body was jammed inside the outer body and the outer body was returned inside the guide catheter. A large amount of blood was observed in the inner body and outer body. The outer body was compressed on its proximal shaft length and distal shaft. The stent was partially protruding through the distal end of the outer body. The stent was pulled out of the outer body distal end and no anomalies were noted. Functional analysis could not be performed as the stent was partially protruding the outer body distal end. Based on the investigation, it was not possible to determine the most probable cause of the reported issue.